Event description:
It was reported the image of camera head sometimes appeared double. There were no reports of patient involvement.

Manufacturer narrative:
E1: facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, g3, g6, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Reasonably known information suggests probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue and/or electrical problems such as open circuit, short circuit, or signal loss, and mechanical problems such as leakage or seal deformation. Based on the results of the investigation, the most probable cause of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.